Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and had dislodged. The lead was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.